Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2021, primary rotator cuff repair, the surgeon was passing the #2 fiberwire through the supraspinatus and the tip of the scorpion needle, ar-13995n, broke. This occurred at approximately the 10th pass/attempt with the needle. A new needle was opened and the case was completed. Needle its being returned for evaluation. Procedure was completed successfully. Additional information obtained 1/19/2021: the tip of the needle was not retrieved. It was embedded within the tissue. No x-ray was taken for visualization.